Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in a calcified unspecified coronary artery. Predilation was not performed. The unspecified size ion stent delivery system was advanced to the target lesion but did not cross. Upon removal, stent damage was noted. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).